Event description:
In 2008, the patient had implant surgery, in which straumann bone ceramic was used. Approximately three months after implant surgery, the patient experienced temporary pain every now and then. The patient thought that this slight temporary pain was part of the normal process after implant surgery. He consulted the clinician when he woke up one morning, three months later, and experienced severe pain. The clinician examined the patient two days later. When he pressed on the implant site and the augment, pus leaked from the neck of the adjacent teeth. The clinician opened the gingiva to reach the closure screw of the implant. This was still within the closed healing time. According the these findings. The clinician prescribed antibiotics and scheduled a new operation for the following week.

Manufacturer narrative:
Device documentation was reviewed and review showed that product was manufactured according to specifications.